Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they wanted to turn their stimulation down because it was a little uncomfortable at the implant site. The patient stated it was making their back hurt because they had turned the stimulation up to 1.5 ma . Patient services reviewed therapy expectations and stimulation considerations with the patient and the patient was able to successfully connect to their settings and decrease the stimulation to a level where they felt it comfortably but it was still at their implant site. Patient stated they'd never felt the stimulation in the bike-seat and since implant, when they felt the stimulation it was at the ins site. Patient services asked the patient if they were getting a 50% or greater reduction in their symptoms and the patient stated the therapy relief was not 100% but it was helping some. Patient services reviewed stimulation considerations again, walked the patient through ending their session and redirected the patient to follow up with their managing health care provider to further address the issue.